Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during preparation, the embolization coil detached when it was soaked in warm water. The device was not used in the patient.